Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed in 2009. According to the complainant, as the peg tube was pulled through pts abdomen, the blue wire cut the metal loop. Enough blue wire remained so that the procedure was able to be completed using this device. Additional information received six days later, indicated that no intervention was needed and that the event occurred when the metal loop was outside of the pt's body. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Lot # - the site indicated that one of the two following lot numbers was used; the lot number was either 12155566 or 12231662. Other (blue wire cut through the metal loop). The complainant provided two possible lot numbers for the suspect device; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.